Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and low reservoir anomaly from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that her pump was about 6 to 7 years old and the alarms would not go off. The customer stated that she woke up with high readings with no insulin in the reservoir. The customer stated that she is legally blind and cannot see the serial number on back of the screen. The customer declined to troubleshoot for high blood glucose readings.